Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a coronary procedure, a 2.5 x 33 mm xience sierra stent and a 2.25 x 15 mm xience sierra stent were implanted in the left anterior descending (lad) artery. Post dilatation was performed at the 2.25 x 15 mm xience sierra stent and a perforation occurred. The 2.8 x 19 mm graftmaster stent was advanced; however, the graftmaster was unable to cross through the 2.25 x 15 mm xience sierra stent. Several attempts were made; however, the graftmaster was unable to cross. The device was removed, and it was noted that the delivery system shaft was kinked. Additional balloon dilatation was performed to treat the perforation, and the perforation was sealed. Post procedure, the patient was in stable condition. No additional information was provided.